Manufacturer narrative:
Initial reporter address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). Investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured in the handle assembly and the slack was taken up correctly. The ligator head returned with one band attached and moved out of its original position. The suture thread was attached to the distal trip wire loop and had 7 knots. Microscopic investigation was performed and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. Based on the evaluation of the returned ligator head, there was evidence that the bands failed to deploy. The one band attached to the ligator head was moved from its original position and the ligator head teeth were damaged. It is most likely that the ligator head teeth were damaged due to user manipulation during preparation and/or extra tension applied to the device. Once the ligator head teeth are damaged, the suture can experience difficulty releasing the bands and impacted the bands deployment activity. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. I was reported that the device could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of evidence of deployment failure of the bands and damage to the ligator head teeth.